Event description:
Rn found the PICC line disc and catheter to be exposed. When physician assistant was removing the dressing to change it, the catheter broke off.what was the original intended procedure?PICC line dressing change.device #1is this a laboratory device or laboratory test?no.